Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers gd894956 and gd895227with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient¿s catheter was removed and hemodialysis was initiated. Treatment information was not reported. The patient was hospitalized for a little bit over a month prior to being discharged. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.